Manufacturer narrative:
Date of report: 30april2019. The manufacturer¿s international service technician confirmed the reported issues. The manufacturer¿s international service technician replaced the defective power switch overlay and top cover to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported (light emitting diode) led indicator faulty and the top cover has cracks. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified.